Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.